Manufacturer narrative:
The insulin pump received with a prime alarm due to a protruded/loose drive support disk. A cracked case, cracked reservoir tube lip and a scratched lcd window was also noted.

Event description:
It was reported that the customer was hospitalized with unstable blood glucose. It was also reported that the insulin pump alarmed and insulin squirted out during the manual prime process. No numbers appeared in the screen and no beeps could be heard. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.